Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2020-02633. This report is submitted on 16 april 2021.

Manufacturer narrative:
This report is submitted on 28 july 2020.

Event description:
Per the clinic, the patient's device was explanted on 15 june 2020 due to partial insertion of the electrode array. The patient was re-implanted with another cochlear device.